Event description:
Information received from the field does not address the patient's clinical status but notes "break in telemetry during pacemaker interrogation." The device would not respond to the programmer.